Manufacturer narrative:
Device eval: one smiths medical cadd-legacy plus pump was returned for analysis in used condition. Visual inspection of the pump showed the rear labels had been removed, that the pump had been disassembled, the front housing was not connected to the rear, the down-stream occlusion connector was broken off the board and the optic switch wire had a broken wire. Review of the event history log showed the pump displayed the following events: evidence of reported problem in event log: (B)(6). The pump was disassembled and inspected. The issue was not able to be duplicated due to damage inside of the pump. Based on the investigation, the complaint allegation was not confirmed. According to the investigation one possible, but unconfirmed, problem source was listed as the result of the customer's physical damage to the device. Beyond device repair, no further action will be taken on this issue.

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump displayed error code 1871. No adverse effects were reported.